Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The husband of the patient reported that the patient has been having hallucinations and hearing voices since their inss were replaced on (B)(6) 2016. Follow up with the healthcare provider (hcp) will be conducted in relation to the symptoms. Indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up was received from the patient regarding their hallucinations and hearing voices after replacement of their implantable neurostimulator (ins). It was reported that the patient the symptoms started within a week after implant and were severe but since then had decreased in severity but "they come and go." The patient stated that they cut back on entacapone which has helped. The patient added that they think the transmitter is possibly sending strong enough signals to the brain so starting in the next week they would be changing timing of carbidopa pills to every four hours versus three hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.